Manufacturer narrative:
Pump was monitored for eight hours with multiple basal rates. Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. No ramping numbers anomaly noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had alarmed no delivery. Customer stated the device delivery amounts would increase without user input. Customer's blood glucose level was 154 mg/dl at time of reporting. Nothing further reported.